Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4 months after the dental implant and denture was placed in ada site 6, the implant had not yet achieved osseointegration. Clinician placed a full upper denture. Clinician reported pain and hypersensitivity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 4 months after the dental implant and denture was placed in ada site 6, the implant had not yet achieved osseointegration. Clinician placed a full upper denture. Clinician reported pain and hypersensitivity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).